Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately approx. 160 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with fatigue fracture. Analysis concluded that the product performance issue of the lead was likely caused by the confirmed fracture.

Event description:
It was reported that this implantable lead was successfully explanted due to product performance issue. Another lead was implanted instead. No further adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.